Manufacturer narrative:
The customer reported that they had a "pads off" message when the device was set at 150j. There was no report of negative pt impact. The device was evaluated at the customer site by a philips field service engineer who determined there was no malfunction. This was a use issue where the users did not realize that the cable they were using was not the cable for which the device was configured. This defibrillator is configured to be used with a qcpr cable. When a qcpr cable is not used, this message appears at 150j setting only. The "pads off" message that was seen on the screen did not indicate a malfunction of the device. The device was fully capable of delivering therapy and pacing.

Event description:
The customer reported that they had a "pads off" message when the device was set at 150j. There was no report of negative pt impact.